Event description:
The customer reported high latron primer counts on the coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/27/2015. The fse found the latron issue was caused by a faulty blood sampling valve (bsv). The fse replaced the bsv, which resolved the issue. (B)(4).